Event description:
Patient reported their dentist recommended that they cease treatment, a letter of recommendation was provided. The dentist the progress of the patient's alignment appears to be inconsistent with expected outcome. The patient exhibited build up and gum sensitivity, which is best managed with an in-person consult and tailored treatment. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.